Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during a bolus. Reportedly, the cartridge was cracked. Blood glucose was 196 mg/dl. A new cartridge was loaded to address the event.